Event description:
It was reported that during patient treatment, the ventilator did not deliver any breaths. The patient desaturated to 60%. The ventilator was replaced and recovered. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The user facility reported that a technical error code was observed on the user interface. The technical error code indicates that a communication error between the monitoring and panel subsystems had occurred. The control cable that connects the user interface and the patient unit was replaced, which is the recommended action according to the service manual. Functional testing was performed. The ventilator ran on test lung for 30 minutes without issues and passed all functional and safety tests and was cleared for clinical use. The replaced control cable was not returned for investigation. The ventilator logs could not be downloaded from the ventilator. The system software was therefore reinstalled. Since the system software was reinstalled, no logs from the reported event date could be provided due to that the log posts prior to the system software reinstallation had been erased per design. The technical error code indicating a communication error that was reported by the user facility will not affect ongoing ventilation, which continues with unchanged settings. The communication error has been determined not to be the root cause of the reported difficulties in ventilating the patient. No conclusion can be made by the review of provided ventilator logs since the log posts from the event date is not available. It has not been possible to determine the root cause of the reported event. No ventilator malfunction could be found during testing.

Event description:
Manufacturer's ref#: (B)(4).